Event description:
Pt with a history of bladder cancer had a port placed in 2001. Apparently in 2002, the office nurses had trouble accessing the port. An angiogram done in 2002 showed partial occlusion. A second angiogram was done which then showed contrast going through the catheter. However, the nurses recently had trouble with the port again. Therefore, the pt was taken to surgery the nexy day for removal and replacement of their port. Pt tolerated the procedure well and was discharged the same day.